Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in operating room for device change-out, externalized conductors were observed. No electrical anomalies were detected. Lead was capped.